Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested to review a shock episode for the patient with this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed and stated that the patient was exhibiting a slow ventricular tachycardia (vt) and an atrial arrhythmia that did not conduct to the ventricle. Appropriate anti-tachycardia pacing (atp) therapy was delivered, however, the last burst of this therapy accelerated the rhythm into cardiac arrest with presence of ventricular fibrillation (vf) and the intrinsic atrial arrhythmia. It was observed that one shock broke both of these arrythmias. This crtd remains in service. No adverse patient effects were reported.